Event description:
A customer contacted beckman coulter inc., (bec) and reported that blood was leaking from the rear of the coulter lh 750 slidemaker. The material safety data sheet (msds) was not reviewed. The lab's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of this event. The customer did not come in contact with the fluid. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No one was splashed or sprayed. There was no impact to sample results. There was no death, injury or change to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec field service engineer (fse) was dispatched on (B)(4) 2012 for this event. The fse was unable to find a leak. The fse made over 100 slides and was unable to reproduce the leak. The customer has not reported a recurrence of the leak to date. The cause of the leak is unknown. (B)(4).